Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported trouble charging the implant and poor coupling. The patient was walked through an antenna locate feature. After the antenna locate was completed, the patient reported 8 coupling boxes. The patient noted her position with it was uncomfortable, but tolerable. It was ok, since the patient did not care. This issue was partially resolved. The patient was scheduled to have an appointment with the healthcare provider (hcp) on (B)(6) 2015 where she planned to address these issues. Additional information received from the consumer reported the implantable neurostimulator recharger (insr) was frozen on the antenna locate screen and antenna locate was being used. The insr was reset and this resolved the issue. It was noted that recharging was taking too long. A new antenna was to be sent to the patient and the patient would continue to work with the manufacturer's representative (rep). Coupling was erratic. It went from 8 to 6 to 0 and back again. It took 5-6 hours to charge as a result when empty. The discomfort of the antenna being too hot during charging was also reported. The area of discomfort was at the implantable neurostimulator (ins). The patient did not recently have surgery. The antenna left markings. A thermometer screen was not shown when they recharged. The antenna left marks, got hot, and felt like it was burning the patient. The patient said the antenna got very hot and burned her leaving a mark. A new antenna was requested and a replacement insr was sent to the patient. This happened since the first time the patient charged. There was an injury with the antenna and the skin had marks around the ins. The patient synced to the implantable neurostimulator (ins) with the patient programmer and it showed the patient had a loss of therapy due to a low ins battery. There was a charge your ins screen. Since her ins was not on and had issues recharging, the patient had knee pain. The patient could communicate with the patient programmer without issue. Relevant medical history included spinal pain.

Manufacturer narrative:
The insr (serial # (B)(4)) was returned and analysis could not verify the complaint as no trouble was found when the insr was tested with a test ins. (B)(4).

Event description:
Additional information received from a consumer reported the patient attempted to turn stimulation on using the implantable neurostimulator recharger (insr), but was unable to do so because the implantable neurostimulator (ins) battery was too low. It was reviewed with the patient to charge the ins to 50% and then turn stimulation on. The patient was redirected to her healthcare provider (hcp) if her pain did not resolve after turning stimulation on. The patient was walked through using the insr to turn stimulation on and poor coupling was encountered. There were 0 boxes shaded and the patient noted she had always had an issue getting coupling bars. Repositioning the antenna resulted in a poor coupling screen and the issues did not resolve. An antenna locate function was attempted, but the issue did not resolve. The patient noted that she had tried this many times before and it had never really helped. The patient noted that it could be that the ins was too deep.

Event description:
Additional information received from the consumer reported that the external unit was replaced to resolve the poor coupling issues, inability to turn the implantable neurostimulator (ins) on, and the issue of the ins being too deep under the skin; these issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.